Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker dependent patient presented to the emergency room feeling symptomatic. The medical professional observed pauses in pacing up to eight seconds on telemetry. Boston scientific technical services (ts) was consulted and reviewed data from the remote interrogation. Upon review ts noted the pacemaker was oversensing the minute ventilation signal causing pacing inhibition. All lead measurements from the other manufacture's right ventricular (rv) lead were within normal limits. Ts suggested placing a magnet on the pacemaker for asynchronous pacing and having a field representative interrogate the device. The field representative reported that the minute ventilation signal was programmed off. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. The out of range measurement triggered the lead safety switch (lss) and changed the polarity to unipolar. Review of the data also found one measurement of greater than 3000 ohms. Boston scientific technical services (ts) discussed programming the lead to bipolar sensing and unipolar pacing. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. The out of range measurement triggered the lead safety switch (lss) and changed the polarity to unipolar. Review of the data also found one measurement of greater than 3000 ohms. Boston scientific technical services (ts) discussed programming the lead to bipolar sensing and unipolar pacing. The pacemaker and rv lead remain in service and no adverse patient effects were reported.